Manufacturer narrative:
The peritonitis occurred on an unreported date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with vancomycin (2 gm, frequency and route not reported), neropenin (250 mg each bag, frequency not reported) and tobramycin (20 mg each bag, frequency not reported) for 14 days for peritonitis. On an unreported date, the patient recovered from the peritonitis event. On an unreported date, the patient was transferred to the intensive care unit for another indication and was subsequently diagnosed with a blood infection. Treatment for the other indication and the blood infection was not reported. On an unreported date approximately two weeks prior to receipt of this report, the patient passed away in the hospital. The cause of death was unknown. It was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.